Manufacturer narrative:
The device has not been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the 7 mm extended length endoscope produced a blurry image. A replacement unit was used to complete the procedure. There were no patient effects. The event date is unknown. A replacement unit was requested. The product is returning.